Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump's reservoir and battery compartment were exposed to fluid. The insulin pump accidentally fell in the washer while the customer was doing laundry. There was a large air bubble in the reservoir. The self-test passed. The insulin pump had cracks. Customer's blood glucose level was 122 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The device was not returned.